Manufacturer narrative:
Concomitant medical products: pla360400/21339109 UDI: (B)(4); pla360400j/20636477 UDI: (B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use, potential adverse events that may occur and/or require intervention include, but are not limited to, endoleak.

Event description:
On (B)(6) 2019, this patient underwent an endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. The trunk-ipsilateral leg endoprosthesis (rlt351416j) was then deployed distal to the left renal artery. Since the aneurysm originated immediately distal to the left renal artery, a "chimney technique" was performed using gore® viabahn® vbx balloon expandable endoprostheses for both the left and right renal arteries in order to secure the proximal neck landing zone. It was planned that the right renal artery would be accessed from the proximal side and the left renal artery would be accessed from the distal side. Two gore® viabahn® vbx balloon expandable endoprosthesis (bxa073902j/18412479, 18773685) were placed in the left renal artery. Then, a gore® viabahn® vbx balloon expandable endoprosthesis (bxa085902j/698613) was placed in the right renal artery. After placing an aortic extender endoprosthesis (pla360400j), angiography showed a type iiia endoleak or proximal gutter endoleak. Therefore, another aortic extender (pla360400j) was additionally placed. The endoleak remained but was determined to be a minor leak and the procedure was completed. On an unknown date, at the follow-up, endoleak was suspected. Type iiia endoleak, type ii endoleak or proximal type ia gutter endoleak was suspected but the type of endoleak could not be confirmed. On an unknown date in (B)(6) 2020, this patient underwent an additional endovascular treatment. Coil embolization was performed inside the aneurysm by accessing from the space where the gutter endoleak was suspected. After the additional treatment, it was reported that the endoleak had still remained. On (B)(6) 2020, this patient underwent an additional endovascular treatment. Another gore® viabahn® vbx balloon expandable endoprosthesis was implanted inside the previously implanted gore® viabahn® vbx device in the left renal artery. In addition, an aortic extender endoprosthesis (pla360400j) was implanted parallel, and in order to reduce the risk of gutter leak, the gore® viabahn® vbx device was expanded as ¿eye¿ or ¿football¿ shape, facilitating apposition (by using ¿eye of the tiger¿ technique). The amount of leakage was decreased and the procedure was completed. The physician commented that he could not determine the type of endoleak.